Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00004 on 03-jan-2025. Additional information (02-apr-2025): siemens further evaluated the event and concluded that an atypical lot calibration potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. A new calibration was performed by the customer on the same reagent well which resolved the issue. Sections d1, d2, d4, g1, g4, h4, and h8 were updated to reflect the additional/corrected information. The component code, type of investigation code, investigation findings code, and investigation conclusions code were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 10 patient samples on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. The customer performed the calibration. Siemens remotely reviewed the instrument data and observed that reagent arm 1 marked a reagent pack well as unusable because of 3 consecutive reagent aspiration errors, well 1 of the co2 pack was disabled. Further, siemens remotely inspected reagent probe 1 (rp1), and reagent pack and performed an auto check on rp1. Siemens is evaluating the event.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 10 patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the initial results and matched the patient's history. The repeat results were reported, as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.